Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during start up getting ready for use. No medical intervention provided to the patient, nor a delay was noted. Previous investigations shown that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.

Manufacturer narrative:
The customer replaced the power switch overlay to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Event description:
The customer called technical support (ts) reporting when setting up the device, it displayed alarm led failure. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Advised the customer to replace the power switch overlay to correct. Provided part number for the power switch overlay. Further information is pending.